Event description:
Facts: in late 2008, in the inpatient rehabilitation unit at the hospital, a "carendo" power chair seized, squeezed and mangled with great force the penis of an als pt unable to use his arms or legs. The incident caused intense pain, some bleeding and blood blisters. They placed the pt in the power chair. They then inserted his private parts through hole in the chair's seat. The accident occurred when staff used power buttons to adjust the reclining angle of the chair. Later actions: the pt received limited medical attention. Staff took no actions to prevent use of the power chair, despite repeated pt requests. The clinic director said, policy is to review equipment problems only once every six months. The chair may have been manufactured by arjo. Arjo also makes other equipment in use at the hospital, such as maxi sky 600, an overhead ceiling-mount lift, and another floor mounted lift (name not known). Pt reported the problem to the pt advocates who offered a claim form only, but did nothing about deadlining the shower chair. Pt contacted representative, said the shower chair was generally liked, and who had no suggestions on deadlining carendo shower chairs. In late 2008, pt also asked doctors to arrange for photographs of the injury; but no such photographs have been taken, as of early 2009. Action requested: please order the va worldwide to stop using carendo shower chairs, because of the risk to patients. Please report this problem to the consumer product safety commission. Please take other such corrective action as is appropriate. Additional statement: I am the pt involved; this is a first hand report. I consent to the release of this info. I now reside at the hospital pending relocation to a contract facility.